Event description:
It was reported that the lower screen of the external pulse generator (epg) has lines running through the display. Return of the epg for repair is pending. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).